Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the device had delayed response. There was no patient impact. On follow-up, it was reported that the device was checked and could not find anything wrong. It was noticed that the setting for stimulus was set to brief and changed it to continuous to match the facilities preference. The device had been used several times by different surgeons with no reported issue.